Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Patient safety reviewed this case report of the customer receiving an insulin bolus dose of 20 units that was not requested or programmed. The caller (husband), reported the customer woke up not feeling well, and her blood sugar was reportedly 45. A fingerstick was done and confirmed her blood sugar was 65. The customer consumed orange juice, no medical intervention was required. The caller reported at 2300 the cgm reading was 320 and a 20 unit correction bolus was likely delivered, however was expecting a correction bolus to not be more than 5 units. The customer was put in manual mode. Additionally, the caller reported connection issues with dexcom and the pod, and confirmed the sensor was on the abdomen, and the pod was on the back of the customer's upper arm. The caller was unaware of the need for the devices being placed in line of sight, and was reportedly trained by the pharmacist. The call reporting this event abruptly ended, and insulet has been unable to obtain further information for this investigation, or review device training options despite multiple attempts. The device logs were not obtained, and the physical device has not been returned. If new information is received, this case will be reviewed further. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's bg (blood glucose) level decreased to 45 mg/dl while wearing the pod. Patient's husband reported the patient received an uncommanded bolus of 20 units the night prior. The husband reported he subsequently put the system in manual mode and patient treated the low bg with orange juice, which brought her bg back within the normal range.